Manufacturer narrative:
Qc was within specifications prior to the event. The specimens were collected in bd, vacutainer, lithium heparin tubes and centrifuged at 3,000 rpm for 10 mins at ambient temp. Per customer, both draws were full and showed no visual issues indicating compromise of sample integrity. All testing occurred from primary tubes, immediately following centrifugation, and samples were not re-centrifuged prior to repeat testing. A field service engineer (fse) was in the customer's lab before the event in 2007, and performed a preventive maintenance (pm) to the instrument. A) the fse adjusted and verified ultrasonics. B) the fse conducted diagnostic and carryover testing and results were within specifications. Following the event, the fse suggested that customer run all patients in duplicate on 2 instruments. Customer was satisfied with this and no further events have been reported. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result that was generated by the unicel dxi 800 access instrument. A patient sample was tested for accu tni and a result of 2.12ng/ml was obtained. The result was reported out of the lab and questioned by a physician. The original sample was tested for accu tni on a different instrument in the customer's lab and the result was 1.17ng/ml. On the same day, a fresh sample was collected from the patient and tested for accu tni on the unicel dxi 800 access instrument and the different instrument and results were 0.08ng/ml and 0.12ng/ml respectively. No death, injury, or change to patient treatment was attributed or connected to this event.